Manufacturer narrative:
Summary of investigation: there is a previous complaint of the same code-batch regarding the same issues and from the same end customer. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: - we have tested the needle attachment strength of the sample received and the results do not fulfil the requirements of the european pharmacopoeia (ep) for average: 0.16 kgf in average and 0.15 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). - we have also tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.39 kgf (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). As stated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical. Conclusion root cause analysis: regarding needle detachment defect, the most probable root cause is that the attachment of the needle was not correctly performed. On the other hand, it has not been possible to determine the root cause for thread breakage defect because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: considering that the sample received does not fulfil the average of the requirements of the european pharmacopoeia (ep) for the needle attachment strength, we conclude that the complaint is confirmed for needle detachment defect by evidence of the failure in the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported dissatisfaction with optilene suture material. Sutures tore when knotting. Needles detached from sutures. In isolated cases, deformation or instability of the needle-suture connection. Additional information: the sutures have been used in vascular surgery operations. The user cited carotid surgery as an example. Patient data is not available.